Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 28mmx2.75-3mm, eccentric, de-novo target lesion contained >45 and <90 degree bend and was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.5 6f ebu unspecified non-bsc guide catheter was advanced coaxially and positioned to the lesion. After the non-bsc guidewire crossed the lesion, predilation was performed with a 2.5x10mm non-bsc balloon catheter at 14 atmospheres. A 3.00x32mm promus element drug-eluting stent was selected for use to treat the lesion. However, since the vessel was tortuous and calcified, the physician took another wire to provide better support. When the device was advanced with the two wires in the lad, resistance was met. The device was removed and the physician noted that the stent strut was damaged. The procedure was completed with another 3.00x32mm promus element stent. Final outcome looked good after post dilatation with a 3.5x9mm non-bsc balloon catheter. No patient complications were reported and he patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 28mmx2.75-3mm, eccentric, de-novo target lesion contained >45 and <90 degree bend and was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.5 6f ebu unspecified non-bsc guide catheter was advanced coaxially and positioned to the lesion. After the non-bsc guidewire crossed the lesion, predilation was performed with a 2.5x10mm non-bsc balloon catheter at 14 atmospheres. A 3.00x32mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, since the vessel was tortuous and calcified, the physician took another wire to provide better support. When the device was advanced with the two wires in the lad, resistance was met. The device was removed and the physician noted that the stent strut was damaged. The procedure was completed with another 3.00x32mm promus element ¿ stent. Final outcome looked good after post dilatation with a 3.5x9mm non-bsc balloon catheter. No patient complications were reported and he patient's status was stable.